Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the gasket on (1) 35os trocar tore during the case. It is unknown what product caused the tear. There was no consequence to the pt.